Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date, the lens remains implanted. (B)(4). Reason for non evaluation: to date, the lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Event description:
It was reported by the patient's spouse that his wife had model zmb00 lenses implanted in each of her eyes, (B)(6) 2012. This report represents the lens implanted in the patient's left eye. It was explained that his wife has been to several physicians whereby his wife is particularly unhappy with her left eye. Left eye: prior to lens implant 20/40; after implant 20/85. Right eye: prior to lens implant 20/30; after implant 20/40. The implanting physician said that there was nothing more he could do for her. Patient has had several pairs of glasses; however, she is not satisfied with her visual acuity. The patient is scheduled to have the zmb00 lens explanted from her left eye on (B)(6) 2014, which is to be performed by another doctor. Once the left lens is explanted, the doctor will be able to better assess the right eye. The onset of the patient's symptoms nor the actual date of event were provided. A separate MDR will be filed for the patient's (right) companion eye.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data within the manufacturing record showed that the lens was within power specification. There were no associated nonconformity material reports with respect to the production order number. There were no nonconformances with respect to the sterilization process. There were no process and / or material changes within the production order number. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.